Event description:
It was reported that the following the deployment of a resolute integrity drug-eluting stent, the balloon of the delivery system was deflated and observed to be leaking contrast. The delivery system was removed - the stent was well deployed and positioned. The device had been inspected prior to use with no abnormalities noted. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: root cause of the balloon leak is undetermined based on the information provided); no results available since no evaluation performed (device or procedural images not provided for review); conclusions: (root cause of the balloon leak is undetermined based on the information provided); unable to confirm complaint (device or procedural images not provided for review).